Event description:
It was reported that the unit won't power up. It was further, reported that the unit displayed a e1 error during surgery. Allegedly, there was a delay of 15 minutes and extra anesthesia was required.

Manufacturer narrative:
Additional information will be provided.